Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that intermittent noise resulting in oversensing, were observed on another manufacturer's right ventricular (rv) and right atrial (ra) leads, that were connected to this pacemaker. Lead trends showed some dips in impedance through the past year, but nothing was observed to be out of range. The leads were tested by a programmer prior to surgery and no noise was present. The cause of the noise was not identified. The pacemaker system was ultimately removed and upgraded with an MRI system. No additional adverse patient effects were reported.